Manufacturer narrative:
Patient reported to the retail chain, co., ltd. That the needle they bought caused skin redness and swelling after injection. No devices were returned for investigation. Several testing reports and documents were reviewed: bioburden report, endotoxin report, irradiation certificate, and manufacturing documentation. However, no abnormalities were found.

Event description:
Patient reported to the retail chain, co., ltd. That the needle they bought caused skin redness and swelling after injection.